Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify prime/fill anomaly, under/over delivery anomaly due to completely broken reservoir tube lip. Unit had cracked battery tube threads, missing reservoir tube o-ring.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a crack reservoir compartment. The customer stated that the reservoir did not lock into place. Customer had high blood glucose and low blood glucose. Troubleshooting was declined for high and low blood glucose. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.